Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient's implantable neurostimulator (ins) moved in the pocket as it was not sutured down upon initial implant. A revision was done on (B)(6) 2017. It was unclear when the ins first came loose. There were no patient symptoms reported. The rep stated that the revision went well. It was unclear if the patient completely recovered. The ins was indicated for gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.